Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involved a cadd cleo infusion set where it was reported that patient noticed the plastic center portion that attaches to the tubing separated from cannula part of infusion set. The patient also reported a separate occurrence the same day in which the cannula detached from the adhesive during sleep for an estimated duration of seven hours, resulting in glucose levels exceeding 400 mg/dl upon waking. This separation could lead to leakage and may pose a potential risk if it were to recur. There was patient involvement, and no harm reported.